Event description:
It was reported during a lap cholecystectomy procedure, clip applier malfunctioned. No other infor is known. No patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
The analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. As each device is 100% visually inspected during the manufacturing process no conclusion could be reached as to how this misalignment had occurred, we have documented the circumstances as they were reported to us.